Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that eight ophthalmic knives were very blunt when opening the eye during separate cataract surgeries with intraocular lens (iol) implantation. The surgeries were completed with new knives. There was patient contact but no harm to any patient.